Event description:
The tip of the alta hex screwdriver cracked off while removing the screw during surgery. This event did not cause any adverse consequences to the pt.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event would not be associated with the device but rather would be related to user technique.